Event description:
The pt had a threatened closure of the left circumflex vessel. The stent/balloon catheter was placed and the stent was expanded for deployment. Upon deflation and removal of the balloon catheter, the stent came back with the balloon to the femoral artery. The pt was taken to or for surgical removal of the stent from the right iliac.